Manufacturer narrative:
In the case description, the user mentioned that the pdm battery was not holding charge. The returned pdm was able to be charged to 100% and was able to turn on and boot up with no issues. Inspection of the android log files downloaded from the pdm showed that the battery level dropped from 73% to 4% in 1 hour. Inspection of the log files during this period found no evidence of issues that would contribute to the pdm battery draining quickly. The pdm was paired with an unused pod and used under typical use conditions for 48 hours, as the product requirement specifications require that the pdm last for 48 hours after a full charge under typical use. The pdm was still on with 70% charge after 48 hours. The battery drain observed in the log files did not replicate during testing. The exact cause of the battery being unable to maintain a charge could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by a case manager that the patient had been hospitalized in the intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl. Insulin delivery was reportedly impacted by the fact that their controller wouldn't hold a battery charge. Symptoms reported include hyperglycemia, nausea, vomiting and fatigue. The patient was being treated with an insulin drip and electrolyte replacements; she had been admitted for 2 days so far and remained hospitalized at the time of reporting.